Event description:
A power source alert 07 was reported by the caller, who confirmed using both the tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The issue was resolved when the caller left the wall adapter plugged into a working outlet for at least 30 minutes, allowing the pump to begin charging without requiring further assistance.